Event description:
The same case as MDR # 2134265-2013-03340, 2134265-2013-03169. It was reported that during an intravascular ultrasound (ivus) procedure, motor drive unit automatic pullback failed. During the ivus procedure, motor drive unit did not pullback automatically. The physician tried reconnecting the motor drive unit to the sled several times, the same result was obtained. The case was finished with a manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible damage or defects observed. The mdu 5 unit meets specification. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Event description:
The same case as MDR # 2134265-2013-03340, 2134265-2013-03169. It was reported that during an intravascular ultrasound (ivus) procedure, motor drive unit automatic pullback failed. During the ivus procedure, motor drive unit did not pullback automatically. The physician tried reconnecting the motor drive unit to the sled several times, the same result was obtained. The case was finished with a manual pullback. No patient complications were reported.